Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a part of the head of a 5mm self-drilling midface screw broke off during a procedure to repair a comminuted frontal sinus fracture. This occurred while the surgeon was placing a t-plate. There was no pre-drilling, and the screw head broke off while being tightened at the end. Part of the head came off and was removed; another part of the head and the shaft was left in the patient. There was a one surgical delay as a result, and the procedure was completed successfully. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
One screw fragment was received and reported as part # 04.503.225. Due to the size of the fragment received, we are unable to confirm the part number. A fragment was received, therefore the complaint condition is confirmed. The cause of the complaint condition is unknown, but most likely due to attempting to insert the screw into hard bone without pre-drilling first. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. Drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. Proper use and maintenance for the device(s) are addressed in technique guides and it is recommended that the surgeons pre-drill a hole when inserting into dense bone. The design is adequate for its intended use, it did not contribute to the complaint condition, and it is consistent with the calculated risk assessment occurrence rate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.